Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material in the endoscope was likely from one of the following events: a piece of an endo therapy accessory or residues of an adhesive agent which was used by the user possibly remained inside the biopsy channel. A part of a tissue adhesive agent, a clip or thread possibly remained inside the biopsy channel because of the user¿s handling. Inappropriate reprocessing within the biopsy channel, which caused the foreign material to remain inside the biopsy channel. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 3.6 inspection of the endoscopic system inspection of the instrument channel: 1. Insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. 2. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve." The following information is stated in the instructions for use regarding reprocessing: "1.3 precautions: warning all channels of the endoscope, including auxiliary water channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, scrapes were noted inside the bx channel. Additionally, the adhesive on the device was cracked as was the light guide lens. Teflon tape was noted on the bending section. The insertion tube had buckled near the bending section. Dents were noted on the plastic cover, a non-olympus switch was being utilized, the control knob was in the 'play' position, and s-plate labeling was missing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera gastrointestinal videoscope had a suture coming out of the bx/auxiliary water channel. Additional details relating to the patient and the event have been requested, but these details are reportedly "unknown". There was no patient harm or consequence reported as a result of this event.